Event description:
It was reported that during a routine follow up the device was found in safety mode. A device replacement was planned. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the device was found in safety mode. The device was explanted. No additional adverse patient effects were reported.